Event description:
It was reported that they had a patient on the arctic sun device in normothermia. The nurse stated that the device had an alarm, but was not sure what it was. Mis walked nurse through accessing the event log, showed alarm 113 (reduced water temperature control). The target temperature was 36.6c, patient temperature was 36.6c, water temperature was 29c and water flow rate was 1.9l/min. Nurse stated that they were using a foley probe and have four pads connected, nurse was not sure of what size pads. Mis walked nurse through accessing the system diagnostics outlet monitor temperature (t1) was 29.9c, outlet control temperature (t2) was 29.9c, inlet temperature (t3) was 29.9c, chiller temperature (t4) was 4c, water flow rate was 1.9l/min, inlet pressure was -7.9 psi, circulation pump command was 54 percentage, mixing pump command was 100 percentage, heater showed 0 percentage, water reservoir level showed 5, system hours were 5811 and pump hours were 5484. Mis informed nurse through it appeared the device mixing pump had gone out. Mis informed nurse to send this device to biomed labelled alarm 113 (reduced water temperature control). Mis confirmed with nurse they have another device they can swap to. Mis informed nurse to empty pads before disconnecting and make sure to connect pads with proper technique. The nurse would call if they had any issues setting up the new device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported issue was unconfirmed. A root cause was not able to be isolated as the reported issue was not duplicated during evaluation. The device was evaluated and the reported issue was unconfirmed as the issue was not duplicated during testing. No repairs were needed. It was also reported that the device was receiving an alert 113 during therapy. The l-tube & double l-tubing were distended/expanded. Performed 2k pm service on the unit. Serviced the mixing pump(sn # (B)(6)). Serviced the circulation (sn # (B)(6)) pump. Replaced the heater # 1743, with new heater # 2314, manifold o-rings, drain valves, and the coin cell # 20.2.26., with new coin cell # 22.4.26. Performed a functional check and pre-cal the device after the repairs. Placed on acats (automated calibration and test system). Passed acats and document testing. Performed an electrical safety test. Passed electrical testing and documented testing. Completed the final inspection. The unit is functioning properly. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. A DHR review is not required for this complaint, the reported issue was unconfirmed and not a manufacturing or supplier related failure. The reported event is unconfirmed, labeling/packaging review is not required for this complaint. Correction: d, h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that they had a patient on the arctic sun device in normothermia. Nurse stated that the device had an alarm but was not sure what it was. Mis walked nurse through accessing the event log, showed alarm 113 (reduced water temperature control). The target temperature was 36.6c, patient temperature was 36.6c, water temperature was 29c and water flow rate was 1.9l/min. Nurse stated that they were using a foley probe and have four pads connected, nurse was not sure of what size pads. Mis walked nurse through accessing the system diagnostics outlet monitor temperature (t1) was 29.9c, outlet control temperature (t2) was 29.9c, inlet temperature (t3) was 29.9c, chiller temperature (t4) was 4c, water flow rate was 1.9l/min, inlet pressure was -7.9 psi, circulation pump command was 54 percentage, mixing pump command was 100 percentage, heater showed 0 percentage, water reservoir level showed 5, system hours were 5811 and pump hours were 5484. Mis informed nurse through it appeared the device mixing pump had gone out. Mis informed nurse to send this device to biomed labelled alarm 113 (reduced water temperature control). Mis confirmed with nurse they have another device they can swap to. Mis informed nurse to empty pads before disconnecting and make sure to connect pads with proper technique. Nurse would call if they have any issues setting up new device.